Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had unusual low blood glucose readings throughout the night. The day of the phone call, the insulin pump had alarmed battery out limit. The customer tried changing the battery multiple times but the alarm persisted. The customer stated that they did not clear the previous alarm before inserting a new battery. Assistance was provided. The customer's blood glucose was 12.0 mmol/l. The drive support cap was recessed. Nothing further was reported.